Event description:
The patient stated that the st. Jude's deep brain stimulation (dbs) battery was replaced with another st. Jude's dbs battery (the patient noted that they got 2-3 surgeries in the span of 9 months or less), but they continued to have complications. When the new st. Jude's dbs battery was implanted, the patient stated that the settings were wrong and they were given the "wrong stimulation," which made their condition much worse. The patient stated that even though the st. Jude's dbs battery was fully charged, it kept turning on/off and gave them "weird indications." Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).